Event description:
It was reported that the patient underwent a pelvic floor repair procedure. Postoperatively, the patient presented with mesh exposure. Resection of the mesh and reclosure was required. No other details have been provided.

Manufacturer narrative:
Conclusion: exposure of the mesh in prolift cases can occur for a variety of reasons such as inadequate mucosal closure, atrophic vaginal skin, or postoperative trauma to name a few. These sometimes close spontaneously with time and estrogen therapy. Others require resection in the office or the operating room. Exposure is a risk with use of any foreign material.